Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us.

Event description:
It was reported that bd vacutainer® no additive (z) tubes were drawing low due to not having proper suction.

Manufacturer narrative:
Updated entry of 510(k)# to exempt.